Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. They complained about harvesting tool sticking in cannula. Various attempts were made to facilitate correction (anti-fog liquid doppler gel). Case was completed with no complications. Procedure was completed with initial device. No known injury.

Manufacturer narrative:
Trackwise # (B)(4) analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67)) there was 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of aug 2021 through nov 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105 /213/67) the device was returned for evaluation on 12/22/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula as well as on the harvesting device. The harvesting device was returned inside the cannula. The harvesting device was removed from the cannula with no physical or visual difficulties. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).